Event description:
The user facility's biomedical engineer reported that during preventative maintenance (pm) of the device, the display on the unit's base read "battery ups system". Since the event occurred during preventative maintenance, there was no pt involvement.